Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by a missing o-ring. One device was found to be fractured. Ten devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Thirteen reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 devices were received for evaluation; 10 events were confirmed during testing. 10 devices were found to be fractured. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. 13 reported events had no patient involvement; no patient impact.